Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applier was jamming. There were no patient consequences. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? No cholangiogram was done. The clips were malformed and another device was used to complete case. Photo will be emailed to be attached to the file.